Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was leaking. It was reported that the issue was discovered when the cassette was sent for potency sampling. No adverse effects were reported.

Manufacturer narrative:
Five (5) photos were received. In two (2) of the photos, drops in the pressure plate were visible and in one (1) photo some drops in the cassette housing area were visible. No leak point was found in the photos. No thorough inspection could be performed because no samples were provided for evaluation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. One possible, but unconfirmed, source is that the assembly bag was damaged during the assembly process due to a worn tool that had sharp edges, used to remove foreign material. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.